Event description:
The caller reported the tube developed a leak after nine days of use. The caller reported they are not certain about the location of the leak; when the leak was discovered, the tube was removed and another 5.5 lpc was inserted into the pt.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device or the lot number. Return of tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.